Event description:
It was reported that this pacemaker was unable to be interrogated with multiple programmers during a routine follow-up. No magnet response was able to be elicited as well. The patient decided to forgo a device revision procedure and the pacemaker continues to remain in service. No adverse patient effects were reported.